Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2023 with complaint of lightheadedness and weakness. The patient was found to be anemic and was admitted for evaluation. The patient received a blood transfusion. An esophagogastroduodenoscopy (egd) was performed, and the bleeding vessel was found and clipped. The bleeding resolved. Aspirin and coumadin were held at discharge on (B)(6) 2023.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.